Event description:
During surgery, the cement set too quickly (within 6 min.). The stem could be placed correctly. However, the cable could not be placed as intended. The operating room temp. Was at 24 c. The cement was stored in the refrigerator for 3 hours prior to the surgery and it was taken out 5 min. Before the surgery. Before the surgery it was stored at the hospital storage at 23 degree. The mixing time was 1 min. No antibiotic was mixed.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.